Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 03/10/2022 under wo#'s (B)(4) and shipped on 03/17/2022. Manufacturing record review: DHR's 315272 & 315053 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in may 2022 for fr leakage that was not confirmed. It was serviced in april 2023 for not cutting but the unit was not confirmed to have a functional issue. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 09/13/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. A root cause is not readily available for this complaint condition at the time of this complaint closure. The unit's main board (p/n 300788-r) was retained while a new one was put into the generator. The unit was evaluated and tested with no functional defects. It was decided to replace the main board and retain the one removed. Once done, the unit was tested and returned to the customer. As this unit has shown to have a history of unconfirmed complaint descriptions and no issues relayed to csi about the loaner they have been using, a new board was deemed as the best way to address the customer needs and retain the main board. A project had been initiated for a confirmed leakage error on another unit although this unit was not confirmed to have rf leakage. In addition, CAPA 801 was initiated to further evaluate this complaint description around rf leakage. The investigation had determined the design is not faulty and its safety feature will cut power in any mode when rf leakage is detected. This in place to protect the end user and patient from potential shock. In the investigation, the failure could be duplicated, but under certain conditions relevant to set up and the environment. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
No additional information is available.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the cautery function was not working. R/f leakage activating during coag with cautery tip. Procedure completed with loaner machine that was working normal with same settings & attachments. No adverse event reported. No additional information available. Lp-20-120 leep 2023-09-0000257.